Event description:
It was reported a balloon ruptured on the first inflation during pre-dilatation prior to stent placement for an iliac angioplasty procedure of a highly calcified lesion. Other balloon catheters were used to successfully complete the procedure without pt complications. The device was received, evaluated, and retained by this MFR. The engineering evaluation revealed the shaft under the balloon was bowed. A pin-hole leak was located 4cm proximal to the distal radiopaque marker. Scratches and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angioplasty alone will not achieve good results. This device displayed characteristics consistent with overpressurization a bowed shaft under the balloon as well as contact with a sharp external source, scratches and wrinkles on the balloon surface. F/u indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."